Manufacturer narrative:
According to the doctor, the bones never fused because of a charcot reaction (the pt is a diabetic). The doctor believes the poor bone quality contributed to the backout of these screws. The locking screw was explanted and the non-locking screw was left in. Additionally, there was no cross-threading of the screw in the plate, and the screw was fully seated at the time of surgery. Incident is 5-months post-op.

Event description:
During a post-op exam, the doctor discovered via x-ray that two screws have dislodged from a tmt plate. The locking screw was penetrating the skin.